Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a procedure on (B)(6) 2013, a surgeon was inserting a 2.7mm variable angle locking screw in the head of the 2.7mm variable angle fibula plate. The surgeon was inserting the screw under power and the screw recess began to strip. The surgeon removed the screw that was stripping, and discarded it and inserted a new screw by hand-tightening it. The procedure was completed with no further problem. This report is for an unknown variable angle locking screw. This is report 1 of 1 for complaint (B)(4).